Manufacturer narrative:
(B)(6) vic fabano examined the returned ck-200 product from the field. The following investigation steps occurred: distal 4-way stopcock was missing as it was stated in the complaint background. It was left at the case. Product was fully decontaminated per quality system process r-2, contaminated product handling. Product was then examined under microscope looking for any evidence of product degradation, cracks, etc. No evidence of product being compromised. Product was then primed with water and pressurized to detect any source of leaks anywhere along the entire product and all the fittings. Nothing leaked.

Event description:
Patient reported adverse event of air embolism into left main coronary artery with chest pain. Reported by physician as unclear if consequence of air entrapment in 5fr catheter when guide-wire introduced to perform ffr measurements or consequence of air introduction into the catheter that was unrecognized until injection into the left main coronary artery. Risk of air embolism is expected adverse event. Patient was placed on iabp for 30 minutes. Adverse event resolved same day with no effects. Portion of device returned (stopcock not attached). Product examined under microscope, primed and pressurized. No leaks detected. No other malfunction/performance or design specification issues detected.